Event description:
The following was reported to datascope on 7/6/98: blood was noted in the tubing. The doctor was notified & the iab was removed on 6/9/98 at 1230 (after 6 days of iabp). There was no pt injury or complication as a result of the event on 6/9/98. It was reported that the pt expired on 6/9/98 at 1600 from cardiac arrest. [Event complications]: none from the event- rpt'd 6/16/98 & 7/6/98. [Pt's current status]: expired- rpt'd 6/16/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.